Manufacturer narrative:
The report event of lead migration cannot be confirmed with product testing alone. As received, the octrode leads showed compression mark on the outer tubing. Setscrew marks were present on insertion band, which indicated the lead was secured. No root cause was identified for reported event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-16688. It was reported one of the patients leads had migrated. As a result, surgical intervention was undertaken wherein the leads were explanted.